Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were getting "little extra jolts in backside and kind of down legs a little bit" so they wanted to turn down stimulation. However, they were getting poor communication with and without the antenna. They had already put new batteries in their programmer, confirmed that the antenna was securely connected, and tried repositioning the programmer and antenna, but they continued to get poor communication. They denied having any recent trauma or falls. They stated that this started "about um two weeks ago." They confirmed that they can still tell that therapy is working because they can tell when their bladder is full. The circumstances that led to the reported issue were unknown. The patient was sent a replacement programmer and antenna to resolve the communication issue, but they called back stating that they were still seeing poor communication with the new devices. They again mentioned feeling stimulation in the bladder when it's full and feeling like therapy is still managing their symptoms. They confirmed that it had been a while since having the implant checked, so it was recommended that they follow up with their healthcare professional and bring their programmer with them.